Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance postmarketing adverse event reporting for medical products and dietary supplements during a pandemic published may 2020.

Event description:
The clinician reports the implant was inserted 2021-08-05 in ada 23. Details of surgery: implant surface not completely covered with bone. On 2022-04-25, loss of osseointegration was verified. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain and increased sensitivity. No further patient complications were reported.